Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a bent stiffening stylet is confirmed, but the exact cause could not be determined. One groshong stiffening stylet was returned for evaluation. An initial visual observation showed some blood use residues on the luer of the returned stylet. The stylet was returned with its red warning tag. The stylet was observed to be bent just distal of the white, molded luer where the luer and the stylet intersect. Because the stylet was returned opened and appeared to have use residues, the complaint of a bent stylet is confirmed, but the exact cause could not be determined. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11

Event description:
It was reported that the stylet was allegedly found to be bent upon inserting. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that the stylet was allegedly found to be bent upon inserting. There was no reported patient injury. No other information was provided.